Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026 due to which the patient faced hyperglycemia event. The patient got hospitalized and the blood glucose was 31 mmol/l at the time of the event. The duration of hospitalization was less than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.